Event description:
It was reported that a physician was having difficulties with his handheld device. The physician indicated that the handheld would boot them out to the main screen and would give an error message (specific message unk). The physician was able to perform diagnostics later but the first time he tried, it booted him out to the main screen. A company representative visited the physician and was unable to duplicate the error messages and was able to perform diagnostics and use the handheld successfully, however, the physician wanted the handheld replaced. The physician was sent a replacement handheld and good faith attempts to obtain the old handheld device have been unsuccessful to date.